Manufacturer narrative:
Date of event was a couple months prior to the report date of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the seam. The leaks were observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.